Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation confirmed that the audio bolus button is unresponsive. Investigation revealed that all keypad buttons are intermittently responsive. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the audio bolus button has been unresponsive for the past few weeks. He stated that he wears the pump on his belt, and does not clean the pump.